Event description:
It was reported the pump was in a location that was uncomfortable for the patient. It was noted the pump was placed too high and irritated the rib cage, which resulted in the patient experiencing pain at the device pocket site. It was also reported the patient was going in for refills every two weeks. The decision was made to replace the 20ml pump with a 40ml pump, and move the pump to a location where the pump does not rest on the patient¿s ribcage. It was not specified if any troubleshooting or diagnostic testing was performed. The event was resolved following pump replacement/relocation. The explanted pump was not returned because it was discarded at the hospital. The pump was used to deliver dilaudid and clonidine. The patient¿s status was reported as ¿alive ¿ no injury.¿ the patient¿s outcome remains unknown. Follow-up was conducted to obtain this information. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).